Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patinet's blood glucose results were 31.8mmol and 21.8 mmol. Tests were done within 5 minutes with a difference of 33.8%. Patient did not experience any adverse events. No further information has been reported.